Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "the channel is not working" was confirmed as an f-38 failure during device evaluation. The root cause was due to alcohol being used in the channel causing defective force sensing resistors. The force sensing resistors were replaced to resolve the reported condition.

Event description:
It was reported to baxter (B)(4) that there was a flogard infusion pump where "the channel is not working." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.